Manufacturer narrative:
The customer reported that they were unable to acquire ECG via pads. There was no report that device behavior impacted patient outcome. The device was evaluated at philips, and no trouble was found. The electronic event file was also reviewed by philips quality investigators. It was determined that this was a use issue where the lead select button was not used to select pads ECG. There was no malfunction of the device.

Event description:
The customer reported that they were unable to acquire ECG via pads. There was no report that device behavior impacted patient outcome.